Event description:
The physician fired the gia 75, but it did not retract like it was supposed to. He had to manually retract the stapler. He then fired another stapler just distal to determine if harm had been done to the patient by the misfire. He was unable to visualize any damage or harm to the patient.